Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Due to the item and/or lot were not provided, we are unable to determine the 510k. Method: the actual device will not be returned. No product evaluation can be performed. W/out the finished good item/lot number, it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Infection, is a known risk w/any suture material. The most probable root cause for post operative infection and skin erosion can not be determined w/certainty w/out reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. (B)(4).

Event description:
It was reported that infection control is investigating a cluster of infections in a clinical area and their use of stratafix sutures. While they were investigating, they noticed a few other surgical areas using the same sutures have had an increase in infections since moving to this suture. It is unknown if the product is an ethicon suture. Ref. (B)(4).